Event description:
The customer reported that he was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 600 mg/dl. The customer stated that he had been experiencing a cough and flu-like symptoms for a month leading up to the event, and didn't feel that the hospitalization was insulin pump related. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.